Event description:
It was reported during an implant attempt, positioning/fixation difficulty was encountered. As well, it was noted the helix deployment and retraction were "vastly different," as it deployed with five turns and retracted with 20-25 turns. Consequently, the lead was withdrawn and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: contact and facility address and patient outcome. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that an implant was attempted on lead, but helix deployment and retraction were "vastly different". The lead was removed and replaced. No patient complications have been reported as a result of this event. The initial report also noted positioning/fixation difficulty and information that the helix deployed with five turns and retracted with 20-25 turns.